Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported, he has not charged his scs ipg in approximately 2 years due to losing his charging system which he recently found. Subsequently he is unable to establish communication with the ipg using the charging system. Follow-up identified an sjm representative confirmed the issue. Surgical intervention will be taken at a later date to resolve the issue.